Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-03261, 0001822565-2019-03262. UDI: (B)(4). Concomitant medical product: femur cemented (ps), item # 42500606001, lot # unknown. Tibia cemented 5 degree stemmed, item # 42532006701, lot # unknown. All poly patella cemented, item # 42540000032, lot # unknown. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and eight months post implantation due to loosening and poly damage. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed as product was returned and visual examination of the returned bearing identified pitting and gouges on the proximal and distal surfaces of the device. The dovetail was also noted to be flared out, which is consistent with component removal. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Remelt testing of the polyethylene identified that the amount of pitting and gouging noted on the top side of the component was decreased after remelting but some pitting and gouging did remain. Analysis of the returned device identified that third body debris may have been generated by the loose components that likely would have contributed to the pitting and gouging observed on the articular surface. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Per the persona knee system package insert, wear and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.